Event description:
The advocate alleged the customer was hospitalized as a result of low blood glucose readings. He also alleged that he was advised to call and have the meter checked. The advocate did not provide any additional info about the hospital visit. Troubleshooting was not possible as the customer did not have control solution. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.